Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a type 3a endoleak and an additional finding of a type 2 endoleak (non- device related event). Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records / images available for review for the reported type 3a endoleaks. The type 2 endoleak is anatomy related. A successful intervention was completed with good results. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: outcomes attributed to adverse events has been updated. Conclusion code: remove code 11.

Event description:
Additional information: an intervention was completed. The physician elected to implant two (2) infrarenal stent graft extensions to resolve this event. The procedure concluded with good results. Also a type 2 endoleak (non - device related event) was identified during the investigation of this event.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 5.5 years post initial procedure (the exact date was not provided), a type 3a endoleak was identified. No further information was provided. Additional information has been requested.